Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative through healthcare professional reported that after several attempts to insert the lead into the header of the 3058, it would not advance all the way. They tried backing screw out, rotating device while advancing the lead and nothing worked. They opened a new 3058 and the lead advanced without problem. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the case electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. {a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.63, 0.60, <(>&<)> 0.61 lbs; withdrawal=0.54, 0.59, <(>&<)> 0.56 lbs.}

Event description:
Device analysis see block.